Event description:
It was reported the pinnacle constraint liner trial screw broke off and cannot be use to secure onto a insert handle for trialing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary the pinnacle constraint liner trial screw broke off and cannot be used to secure onto an insert handle for trailing. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found signs of heavy usage and the outer surface of the pin trl lnr con neu+4 28id48od scratched. Additionally, the edge around the screw has broken with the screw and was returned for evaluation. However, the snap ring was not returned for evaluation. The observed conditions of the threaded insert and ring could be consistent with a component failure that was caused by over-tightening the threaded insert during used, and subsequently and unintentionally disassembling the snap ring from it. Scratches are consistent with other tools and hard edges coming in contact with the device. However, takin into account the age and aspect of the device, the observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was unable to be performed due to the post-manufacturing damage. However, based on the observed condition of the device it is reasonable to conclude that the pin trl lnr con neu+4 28id48od cannot be used to secure onto an insert handle. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pin trl lnr con neu+4 28id48od would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.